Event description:
The patient came in for treatment of acom aneurysm measured 3.5x3.7mm. During the procedure, the csp10035030 coil (lot g13685, od is (B)(4)) could not cross through the microcatheter ((B)(4)) so the physician changed to use another microcatheter (lot 15609259) to complete the procedure. The microcatheter tip was not re-shaped. The vessel was not tortuous. A constant saline flush was maintained during the procedure. No extra heat source. No damage was found when the products were removed from the package. Additional information received from the affiliate indicated that the coil could not advance into the microcatheter and got stuck. The coil and microcatheter was removed as a unit. The coil did not stretch or prematurely detach. There was no damage or kink observed in the microcatheter upon withdrawal.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an anterior communicating artery aneurysm embolization the 3.5 mm x 6.6 cm micrusphere 10 cerecyte microcoil could not be advanced through the prowler select lpes (606s155x/15609259) microcatheter. The coil got stuck in the microcatheter and the coil and microcatheter were removed together as a unit. However, it was reported that the same micrusphere coil was then successfully placed using another microcatheter to complete the procedure. There was no patient injury and the coil did not stretch, get damaged, or prematurely detach in the microcatheter. The micro-catheter tip was not re-shaped. The vessel was not tortuous. A constant saline flush was maintained during the procedure. No extra heat source. No damage was found when the products were removed from the package. A non-sterile prowler select lp-es 150/5 cm microcatheter (mc) was received coiled inside a plastic bag. The mc was inspected and several kinks were found throughout the entire mc and a compressed/flat section was noted at the distal end. Some waves were found on the mc. The mc was inspected under microscope and the compressed/flat section was confirmed. The ID of the mc was measured and was found to be within specification. The received mc was flushed using a lab sample syringe; after that, a guidewire 0.014" lab sample was inserted into the mc. The guidewire advanced smoothly through the entire mc. After that, a lab sample orbit coil was inserted through the microcatheter and it could pass through the entire mc with no anomalies noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The concomitant micrusphere 10 cerecyte microcoil was not returned for analysis; however, it was reported that it was used successfully after exchange of the mc. The inability to advance compatible devices through the returned mc was not confirmed with functional testing. The cause of the reported insertion difficulties and the kinks and compressed/flat section on the returned mc could not be conclusively determined. However, based on the report that there were no damages on the device after removal, it appears that post procedural handling likely contributed to the damages. With review of the analysis and the device history records there is no indication that the reported event is related to the manufacturing process. Additionally, inspections are in place to prevent any types of failures from leaving the facility. Procedural factors appear to have contributed to the event with no indication of any device performance issues with the returned prowler select lpes; therefore no corrective actions will be taken at this time.